Manufacturer narrative:
(B)(4) the tip detaching. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the distal end broken; the gold tip was not returned. The catheter was found to be kinked near the connector section. When the needle was actuated, the needle could be extended and retracted without any issue. Upon dissection of the catheter, adhesive remnants were found, indicating the tip was properly attached during manufacturing. The complaint was confirmed; the gold tip was detached and was not returned. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found. From the information available, it appears the device was used according to the dfu/product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2014. According to the complainant, during the procedure when the physician was cauterizing a duodenal ulcer, he noticed that the distal tip of the device completely detached inside the patient's duodenum. Reportedly, the detached piece was retrieved, likely using a twister plus or a competitor's device. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure when the physician was cauterizing a duodenal ulcer, he noticed that the distal tip of the device completely detached inside the patient's duodenum. Reportedly, the detached piece was retrieved, likely using a twister plus or a competitor¿s device. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.